Manufacturer narrative:
Product complaint # pc-(B)(4). (B)(6) 2022 device was received at jrz's pal on (B)(6) 2022 ip-01425418. Investigation summary: the device associated with this report was returned for analysis. The photo investigation and visual examination found the device cracked and broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune impactor has a large fracture through its body.